Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air gaps were observed in the tubing. Customer could not prime them out. Infusion set was changed and insulin delivery was resumed. Blood glucose was 300 mg/dl.